Event description:
During the saphenous vein harvesting procedure, when the harvesting cannula was introduced into the short port, carbon dioxide gas leaked out causing the tunnel to collapse. A replacement harvesting cannula was used but the carbon dioxide gas still leaked. The pa replaced the short port and the device change slightly improved the insufflation. The surgical staff than set the insufflator flow to 6l/min (IFU states 3-5l/min) to inflate the tunnel and completed the procedure without any further issues. No additional pt complications were reported.